Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was explanted and replaced due to a warning message. The replacement procedure was reported without complications and another boston scientific device of same model type was implanted without additional adverse patient effects. The device was later returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory noted that there were no warning messages or fault codes while implanted. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not confirm the field allegation.

Event description:
It was reported that this device was explanted and replaced due to a warning message. The replacement procedure was reported without complications and another boston scientific device of same model type was implanted without additional adverse patient effects. The device was later returned for analysis.